Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity and moderate calcification. This was an acute myocardial infarction patient. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced; however, resistance was noted with the anatomy. The sds was pushed, but the proximal hub of the sds broke outside the anatomy. The sds was removed and a vision sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.